Manufacturer narrative:
Information is not available for reporting. Date of post-operative event is unknown. This report is for one (1) unknown cervical plate. The original implant procedure took place on an unknown date. The complainant part has not been explanted. Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical corpectomy on unknown date. X-rays taken during a post-operative follow up visit revealed two (2) screws have backed out of the plate. The patient showed no symptoms (pain or discomfort) / adverse reactions. As such, no revision or explant procedure has been scheduled. No further information is available at this time. This report is for one (1) unknown cervical plate. This report is 1 of 2 for (B)(4).